Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedances on the vectors after a commanded shock test was performed. The physician was concerned of discrepancy between the commanded shock test impedance results and the daily measurement trends, called technical services (ts) and inquired about the discrepancy. Ts reviewed the provided data and was able to confirm the commanded shock test showed results of high out range shock impedances on the rv lead vectors that measured greater than 125 ohms. Ts discussed review findings and possible causes with the physician. The physician decided to reprogram the lead settings and continue with monitoring. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedances on the vectors after a commanded shock test was performed. The physician was concerned of discrepancy between the commanded shock test impedance results and the daily measurement trends, called technical services (ts) and inquired about the discrepancy. Ts reviewed the provided data and was able to confirm the commanded shock test showed results of high out range shock impedances on the rv lead vectors that measured greater than 125 ohms. Ts discussed review findings and possible causes with the physician. The physician decided to reprogram the lead settings and continue with monitoring. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that reported a lead revision procedure was performed due to the high out of range shock impedances. This right ventricular (rv) lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit high out of range shock impedances on the vectors after a commanded shock test was performed. The physician was concerned of discrepancy between the commanded shock test impedance results and the daily measurement trends, called technical services (ts) and inquired about the discrepancy. Ts reviewed the provided data and was able to confirm the commanded shock test showed results of high out range shock impedances on the rv lead vectors that measured greater than 125 ohms. Ts discussed review findings and possible causes with the physician. The physician decided to reprogram the lead settings and continue with monitoring. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that reported a lead revision procedure was performed due to the high out of range shock impedances. This right ventricular (rv) lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The lead was returned severed about 123 mm from the terminal end with only the proximal segment returned to our post market quality assurance laboratory, where a thorough evaluation of the lead was performed. Visual examination of the lead noted calcification on the insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.